Event description:
It is reported that in 2007, a total knee arthroplasty was performed. After the procedure and after the surgeon had left, the pt notes were collected, and it was noticed that a right femoral had been implanted where it should have been a left femoral implanted. It is unclear if the hosp will perform a revision.

Manufacturer narrative:
No product was returned. Review of the device history records indicates that the femoral component was labeled properly with the "right" designation in large bold letters. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.